Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that burr tip would not stay in the device. The device was used during a knee surgery. There was no injury or med intervention reported. It is unk if delay occurred. There was no add'l info provided.